Event description:
It was reported the patient's ipg was no longer able to communicate with the external devices. The sjm representative was unable to get the stimulation to turn on. Follow up identified the physician may undertake surgical intervention at a future date to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.